Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). In response to the inquiry of if the device had been removed as planned on (B)(6) 2020, the rep replied ¿yes.¿ in response to the inquiry of when the battery had first been observed to be coming out of the patient¿s skin the rep replied ¿unknown.¿ in response to the inquiry for patient status and if the event was resolved and if the patient had recovered from explant they rep reported that ¿yes,¿ it had been resolved at removal. The rep noted that they had not requested the previous information from the health care physician (hcp) as they had no further information. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s battery was coming out of their skin. Removal of the lead and battery was planned to occur on (B)(6) 2020. It was noted that the issue was resolved but that the patient¿s status was unknown. No further patient complications are anticipated or expected as a result of this event.